Event description:
It was reported "the risk factors that predispose or trigger catheter-related thrombosis can be associated with the patient's clinic al situation, however, the breakage of the catheter may possibly be related to its material. The case is reported to the provider in order for a causal analysis of the catheter breakage to be performed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Additional information was requested from the customer, however further details were not provided.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a ruptured catheter was able to be confirmed by the photo. The catheter body contained a hole around the middle of the extrusion. The edges of the hole were stretched and the appearance is consistent with damage resulting from a pressure related rupture during use. The customer photo is consistent with the customer report of a blockage causing a rupture, however, a complete visual inspection to evaluate the root cause could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "flush lumen(s) to completely clear blood from catheter". The customer report of a ruptured catheter body was confirmed by visual inspection of the customer supplied photo. The image provided by the customer shows damage consistent with a pressure-related rupture of the catheter. However, full complaint verification testing to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the risk factors that predispose or trigger catheter-related thrombosis can be associated with the patient's clinic al situation, however, the breakage of the catheter may possibly be related to its material. The case is reported to the provider in order for a causal analysis of the catheter breakage to be performed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Additional information was requested from the customer, however further details were not provided.